Event description:
According to the reporter, the device involved in this report delivered inappropriate shock therapy because of noise visible on both atrial and ventricular channels.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.